Manufacturer narrative:
(B)(4). Approximate age of device - 13 days. The explanted device was returned for evaluation. The report of power elevations, low speed, and pump stop events were confirmed based on the evaluation of the submitted log files; however, specific causes for the events could not be determined. A correlation between the events captured in the log files and the evaluation of the pump could not be conclusively determined. Upon disassembly of the returned pump, examination of pump blood-contacting surfaces revealed no depositions. Examination of the pump bearings, rotor, and blood contacting surfaces under a microscope, revealed no abnormalities. Continuity and hipot testing was performed on both portions of the returned driveline, which did not identify any breaches to the wires that would have contributed to the reported events. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that pump power elevations greater than 15watts were occurring. A system controller log file was submitted to the manufacturer's technical services representative for review and one pump stoppage event was captured on (B)(6) 2016 while the lvad system was connected to the power module. It was reported that although the patient's lactate dehydrogenase levels were stable, and an echocardiogram ramp study showed the pump was operating within normal limits, the patient's pump was exchanged on (B)(6) 2016 due to the power elevations. It was reported that no further power elevations recurred after the pump was exchanged. No additional information was provided.